Manufacturer narrative:
An evaluation of the returned pouch found that the slice in the tyvek occurred externally. The slice in the pouch was most likely made by a box cutter when opening the shipping carton. Both the top and bottom shipper carton flaps for this device state "do not cut" indicating that a box cutter should not be used to open the carton. The device was not used on the patient. Due to the infrequency of this type of event, no trend analysis is available.

Event description:
It was reported that a slice in the tyvek side of the packaging was noticed while the device was in the sterile field.